Manufacturer narrative:
(B)(4). Device manufacture date: 08/25/2015-08/26/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed two brown particles, approximately 1.02 mm in length, on the exterior of the tubing. Therefore, they were outside of the fluid path. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had brown particulate matter in an unspecified location. It was also unspecified if the particulate matter was in the fluid pathway. There was no patient involvement. No additional information is available.